Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 55 mg/dl. Customer's other blood glucose value was unknown. The customer was treated with glucose and food and juice. Customer was using auto mode feature. Based on customer report customer does not allege pump was over delivering. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided summary with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The customer visited to emergency medical services or emergency room and not hospitalized.